Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 518 mg/dl at the time of incident and the current blood glucose of the patient is 153 mg/dl. Customer report they alleging possible pump under delivering. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The additional information about the high pressure test has been received. The information provide diabetes ketoacidosis with the initial report was incorrect. The corrected and additional information has been provided with this report. The information has been updated about the concomitant product which was not available with the initial report. The updated information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not experienced the diabetic ketoacidosis. It was stated that the high pressure test was performed and it was passed.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected prime/fill anomaly noted during testing.